Manufacturer narrative:
Recall of unused product only.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Review of returned pre-implant cta¿s revealed that the patient had a 5.7cm max diameter aaa which contained thrombus. The proximal neck flow lumen diameter just below the renals measured 21mm, and 2cm lower was 22 x 25mm. The infrarenal neck was angulated 55 deg a-p and moderately calcified. The distal aortic flow lumen diameter measured 2cm and was calcified. The iliacs arteries were mildly tortuous and moderately calcified. The patient also had a left accessory renal artery coming off the mid-sac that had been stented; the vessel was patent. Review of angio images during implant revealed that the bifurcate was placed up the left side and implanted just below the renal arteries. The left/ipsi limb was seen extended into the left common iliac and the contra limb was placed into the right common iliac artery. The bifurcate proximal od measured 25mm (l-r) and there was approximately 2 stent rings (2cm) of proximal stent graft seal length. Final angio showed contrast beginning from the top of the aaa sac. This contrast was primarily seen on the patient¿s right side beginning just below the neck approximately 2cm above the level of the flow divider, and extendi ng distally to the bottom of the aaa on both sides. The exact type/cause of the endoleak could not be determined. The injector catheter was then pulled down into the left/ipsi limb (below the flow divider) and was then seen positioned near the flow divider against the wall of the stent graft. Contrast was again seen in the same locations primarily near the flow divider, indicating a likely type IV endoleak; however, cannot rule out a type iii fabric or an additional proximal type I. Two other manufacturer¿s stent graft of equal size ( approximately 16cm length x 12mm diameter) were seen placed up each limb. The stent grafts were each deployed proximally from just below the renals, and distally to near the level of the bottom of the aaa sac. Final angio showed likely resolution of the endoleak. No other obvious stent graft issues were observed. Review of cta¿s from 3 days post-implant revealed that the patient¿s aaa measured 5.8cm maximum. The bifurcate aortic body was seen bypassed by another mfg¿s limbs, and the distal endurant limbs were patent. Contrast was seen outside the anterior side of the stent grafts near the mid-aaa level; likely from a type ii endoleak from the ima and/or accessory renal artery. Air bubbles were also visible within the anterior aaa sac and within the endurant bifurcate aortic body; outside the other mfg¿s limbs. No other obvious stent graft issues were seen. The exact type and cause of the endoleak seen at implant could not be determined. This appeared most likely to be a type IV endoleak, but could not rule out a type iii fabric. A possible proximal type I endoleak may have been caused by the calcified proximal neck. The apparent type ii endoleak was anatomy related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1cm in diameter abdominal aortic aneurysm. The proximal neck was 21-22 mm in diameter and 20 mm in length. The left common iliac artery was 13-12 mm in diameter and the right common iliac artery was 11-12-11 mm in diameter. It was reported that on the final angiogram, a type iii fabric endoleak was identified coming from the bifurcate. The physician implanted another manufacturer's stent graft in both limbs, resolving the event. The physician does not know the cause of the type iii fabric endoleak. No additional clinical sequelae were reported and the patient is fine.